Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that ic chip, designator u33, was missing off of the negative portion of the biphasic waveform. Once replaced, it performed properly.

Event description:
It was reported that the device had a service indicator. A physio-control field service rep examined the device and observed that the unit had a fault code logged in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with the reported failure.